Event description:
It was reported that the customer was hospitalized due to high blood glucose of 394mg/dl. It was stated that the insulin pump alarmed no delivery prior to call. It was stated that the customer's most recent glucose reading was 208mg/dl, and she has treated with the insulin pump and an insulin drip. Troubleshooting was performed. The programming, time, and date were correct. Ran a fix prime test and passed. It was stated that the customer occasionally uses the infusion sets after three days, and she does not have a rotation method, only inserts in the abdomen. Suggested alternative sites and rotation method. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.